Event description:
A user facility reported that the evis lucera bronchofibervideoscope insertion part is crushed. During a standard service inspection of the customer returned device, coating peeling at the insertion part was observed. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. Moreover, coating peeling at the insertion part (1 x 1 mm2 or more) was observed. In addition, angle wire longer than normal, broken control section, dirty / abnormality of the ig bundle, pierced / cut or scratch of the bending section, deterioration or breakage, and physical stress were noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
Correction to g3 of the initial medwatch (MFR# 8010047 2022 06568). The aware date should be 21-mar-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The investigation confirmed the reported device problem. The coat was peeling on the crushed insertion section. A review of the device history record found no deviations that could have caused or contributed to the reported device problem. The investigation did not establish a definitive root cause for the reported device issue. However, it was probable that the problem resulted from stress forces during operation, handling, or other external factors. Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.